Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and an obturator sling was implanted. The patient experienced pain, dyspareunia, vaginal discharge, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia, maladorous vaginal discharge, recurrent bladder prolapse, and emotional distress. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 11/11/2016. It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
The patient underwent a sling procedure to treat stress urinary incontinence, urethral hypermobility, cystocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.